Event description:
Additional information received reporting that the catheter used was actually a react-68. It was noted the clot was partially retrieved but revascularization was not achieved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a solitaire x that had resistance during retrieval with a react-71 catheter and detached. It was reported the patient was undergoing a mechanical thrombectomy procedure to treat occlusion of the left m2. Vessel tortuosity was moderate.  It was reported that the devices were prepared as indicated in the instructions for use (IFU). The react-71 catheter was placed at the carotid terminus in the m1 segment. A marksman microcatheter was delivered across the clot and the solitaire was deployed. Three attempts were made at retrieval. On the third attempt, the solitaire broke off from the delivery wire. Several attempts were made to retrieve the device without success and the solitaire remained in the patient's vessel in the left m1 to distal left internal carotid artery (ica) segments. It was noted there had been resistance at the distal segment of the react-71 catheter.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated no clot was retrieved, and no revascularization was achieved. Post-procedure, the patient had the same condition as when they had arrived. It was noted there had been some improvement since. There was no vessel stenoisis proximal to the thrombus site, but the occlusion was hard and may have been atherosclerotic. During the procedure, the solitaire device was not torqued, but it was delivered and retrieved three times. The tip of the microcatheter did not cover the solitaire proximal marker during retrieval. There is no future intervention planned at this time. The event was considered life-threatening, it was undetermined if there was any disability, and the event possibly resulted in a prolonged hospitalization.